Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned, but has not been received yet. Once received and the product evaluation completed, a supplemental submission will be submitted with the findings. The device service history record review is pending. When the results are available they will be sent under a supplemental submission.

Event description:
It was reported that there was a discrepancy in svr and sv values when using the ev1000a platform system and the clearsight pump unit during patient monitoring. There was an alert message of ¿svr exceeded high limit¿ that displayed. The svr reading was close to 3000 and normal range is 800-1200. The physician was aware that the svr reading was too high for the patient¿s condition. The edwards clinical field specialist was present to assist in troubleshooting. The patient¿s blood pressure reading with the non-invasive clearsight system and the nibp cuff matched at 120¿s over 80¿s. The edwards¿s cfs noted that there was a discrepancy with the blood pressure map reading as it was over 100. The suspect clearsight pump unit was exchanged for another unit and then the parameters corrected and the blood pressure reading was appropriate. The clearsight equipment and bedside monitor were re-zeroed and they continued with the procedure with no further issues. There was no inappropriate patient treatment administered. There was no harm or injury to the patient. The edwards cfs tested the suspect pump unit and ev1000 system, without patient monitoring, 5 days later and found inaccurate readings again. Refer to 2015691-2018-04839 for the submission for the pump unit. Refer to 2015691-2018-04837 and 2015691-2018-04838 for the submissions for the second occurrence.

Manufacturer narrative:
One ev1000a platform system was received for product evaluation. The suspect ev1000 panel and databox were booted up for analysis and testing. They connected successfully without any issues noted. Both ethernet ports were tested and there were no issues identified. The touchscreen on the panel was tested and it functioned as intended. The databox was tested per the functional test and it passed with no issues noted. There was no defect found. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the issues; therefore, no corrective action was taken. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. There is the first occurrence with the ev1000 system, refer to submission 2015691-2018-04838 for the second occurrence. Refer to submission 2015691-2018-04839 for the suspect pump unit involved in the event. The UDI is (B)(4).